Event description:
Patient presented to the physician with ongoing shocking sensations in the tongue and pain at the chest incision site. Physician brought the patient into the or, removed the ipg, sensing lead, and a portion of the stimulation lead, and closed the incision sites.